Event description:
It was reported the device has not worked for ten years. The patient experienced a loss of stimulation eight years ago. The manufacturer representative was unable to get the machine working. The batteries were changed in the rf system. The patient has had no side effects or symptoms from the system. The doctor removed the entire system. The patient will trial a new device system.